Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause is unknown. No repairs have been made relative to the reported condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced five occurrences of a downstream occlusion set alarm, which interrupted delivery. These alarms may have been false alarms.? There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.? This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the customer facility by a baxter field service technician. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.